Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23685; related manufacturer reference number: 2017865-2020-23686. It was reported that the patient presented in clinic for routine follow-up and it was observed that the patient had developed an infection. The implantable cardioverter-defibrillator and the leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.